Event description:
Healthcare professional (hcp) reported, one incident of a fiber blood leak with the psn 140 dialyzer. Incident occurred approximately half way through treatment and was noted by the meridian hemodialysis machine's blood leak alarm. Blood leak was confirmed with positive hemastix. Blood from the extracorporeal circuit was not returned to the patient with an estimated blood loss of 250cc. Treatment was resumed with new disposables and completed without incident. No patient injury or medical intervention was reported per hcp.